Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed and was not detected on the bus. A field service engineer checked the connections at both ends of the pyxisbus, and both were good. The field service engineer checked with the hardware test application but found that the remote manager pyxisbus controller was not visible. The field service engineer found an issue with the pyxisbus controller, replaced it, configured the new controller, and the remote manager recovered and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis fridge was not recoverable. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.